Event description:
The customer reported that while the unit was in use on a patient, the unit display froze up and generated an alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed main board fault codes #04 (display interface fault) and #58 (bimba fill fault). The company representative replaced the main board (B)(4) the datasette (B)(4) and the assembly datasette. The unit was tested to factory specification. It functioned normally and was returned to the customer.